Manufacturer narrative:
Failure analysis: carefusion received the defective component for failure analysis. The service technician was able to duplicate the reported issue with the defective component. During initial bench testing and calibration test's, the received membrane/overlay was working intermittently and failed calibration on the ventilator check for control test. Visual inspection did not reveal any anomalies; but further investigation did find that the membrane cable connector pins 17 to 21 were damaged and missing part of the connecting pins. They were corroded and brittle, which cause the membrane to work intermittently. Carefusion scrapped the analog board after failure analysis.

Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. During testing and evaluation, the service technician discovered that the a/c s/c mode button was working intermittently. The unit's ribbon cable that connects to the mainboard was corroded and brittle. The service technician replaced the switch membrane and overlay to address the reported issue.

Event description:
It was reported to carefusion that the "mode switch" was not working correctly while in use on a patient. There was no patient harm associated with this event.